Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to the unknown lot#.

Event description:
It was reported that four bd insulin syringes with bd ultra-fine¿needles experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: spouse of consumer reported when drawing the medication from the vial, the needle separates and goes into the vial. Stated this happened with 4 syringes. Lot # 0060224, cat # 328290, date of event: 10/08/20.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(6).

Event description:
It was reported that four bd insulin syringes with bd ultra-fine¿needles experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: spouse of consumer reported when drawing the medication from the vial, the needle separates and goes into the vial. Stated this happened with 4 syringes. Lot # 0060224. Cat # 328290. Date of event: (B)(6) 2020.